Event description:
It is reported that on (B)(6) 2012, the pt was implanted a long term dialysis catheter via right internal jugular vein. The surgery was successful. Three time one week hemodialysis in hospital. (B)(6) 2012, the pt found the catheter out of skin part longer than before. X-chest confirm the catheter's tip far from the right position. The doctor has to extraction the catheter. The cuff still in pt's body.

Manufacturer narrative:
The device has not been returned to the MFR for eval, as the device was discarded after removal. A lot history review (lhr) review is not possible, as no mfg lot number has been provided by the complainant.